Manufacturer narrative:
It was reported that the end user was undergoing a cystoscopy and transurethral resection of the prostate (turp) and when the catheter was put into place, there was no leaking noticed from any area. The balloon of the catheter was filled with 30ml of sterile water. The catheter fell out approximately 3 to 5 minutes after insertion. The issue was noted when the nurse went to secure the catheter in place and he noticed it was no longer inserted. The doctor then inserted the catheter into place after the patient's cystoscopy & turp for continuous bladder irrigation. There was no harm or impact to the patient and no change in the patient's plan of care. The patient was unaware of the incident as he was still a sleep. A sample was returned for evaluation and the suspected root cause was determined to be an error in the manufacturing process. No additional information is available. Due to the need for medical intervention to replace the catheter and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a catheter fell out during a procedure and another catheter had to be placed.